Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced mesh migration, pain, recurrence, and dense adhesions. Post-operative treatment included revision surgery, repair of hernia with mesh, and transection of an epigastric vessel due to mesh adhesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.